Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had no display/image on the screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was confirmed. The probably cause was most likely attributed to damage to the image sensor unit. A definitive root cause cannot be determined olympus will continue to monitor field performance for this device.